Event description:
It was initially reported by the nurse that the pt has been experiencing some cardiac issues recently. Pt was implanted in 2009, and the events started a month ago. Pt had an EKG prior to vns implant and everything was ok but the EKG after vns, the pt has been experiencing bradycardia with 36 bpm. Pt did not have any medication changes or other reasons that could have been underlying causes. Nurse did not believe that there were any problems with the vns. Good faith attempts to obtain additional info has been unsuccessful till date.